Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient reported skin react was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The day after insertion the patient noticed new mild hives, starting with redness at the sensor site. She called her endocrinologist¿s office and spoke with a diabetes educator. Several days later the patient developed an itchy throat, then wheezing. She removed the sensor, called the endocrinologist¿s office and went home where she could be closer to a hospital. The wheezing lasted about an hour. She was told by the nurse that she had a "systemic reaction" and that she could not where the dexcom again. The patient self-treated with claritin, zyrtec, pepcid and ibuprofen. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.